Event description:
During a review of the generator source code, a greater that 25% change in impedance had occurred on (B)(6) 2012. The impedance value had changed from 23,887 ohms to 2156 ohms. The date that the high impedance reading occurred is currently unknown; however, the data available indicates that this may have occurred between (B)(6) 2011 and (B)(6) 2012. Review of the historical diagnostic data for this generator revealed no indication of high impedance prior to this date, and there has not been a record of high impedance since this time. The patient's previous appointment (B)(6)2011, reported an impedance value of 2085 ohms. The patient was also seen on (B)(6) 2012, 3 days after the reported change in impedance, and at that time, impedance was approximately 2050 ohms. Follow up was performed with the patient's treating physicians and it was indicated that the patient did not undergo surgery, or have any diagnostic procedures between (B)(6) 2011 and (B)(6) 2012. The device manufacturing records were reviewed. The generator passed all functional and quality inspections prior to distribution. The cause of the high impedance reading is currently being investigated.

Event description:
On (B)(6) 2013, the physician reported that the patient will be getting a generator replacement due to end of service. The patient was recently admitted for a status episode, which was believed to be related to the end of service condition, per the physician. The physician's office reported that the patient has less than 10% battery life left and that it would be nice to have a new one as the patient's magnet swipes were maxed out. The replacement surgery took place on (B)(6) 2013. The hospital will not return the explanted device. No other information has been provided.

Event description:
On (B)(6) 2013 it was reported that the patient underwent generator replacement on (B)(6) 2013 due to battery depletion, near eos=yes.

Event description:
The information received to date indicates that the device is delivering therapy as programmed, and the single high impedance reading does not appear to be affecting the devices ability to deliver therapy as intended. It appears that the high impedance was never apparent to the user; rather this was a stored value of the last 25% change in impedance that was noted during the 24hr diagnostic that is performed by the device. Additionally there is no indication of loss of therapy, and it does appear based on the most recent interrogations, and diagnostic tests that the device is functioning as intended.

Manufacturer narrative:
Device manufacturing records, and generator source code were reviewed. Review of the manufacturing records revealed that the generator passed all functional and quality inspections prior to distribution.

Event description:
Further follow-up revealed that the physician was unsure on the relationship of the status to vns. It was reported that the patient typically had seizures that were difficult to control. No additional relevant information has been received to date.